Manufacturer narrative:
Of the 9 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - power issue. These reports were received from various sources. The patients associated with this allegation ranged from 33-230 pounds and between 10 and 50 years of age. Of the reported patients, 2 were male and 7 were female.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 2 instances of power - power issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.